Event description:
The dentist advised that during a crown procedure, the right side of the patient's tongue was severely burned. The dentist removed the dead skin and gave the patient ointment. The dentist advised he believed there would be some scarring on the tongue.